Manufacturer narrative:
E1: (B)(6). Investigation results: media review: the device was not returned for analysis; therefore, a technical analysis could not be performed. Media provided by the customer shows no image. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem. The device was not returned for product analysis therefore limiting the identification of a most probable causes of the reported complaint.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter could not show image normally, and no image was seen during pullback. It was also noted that air had not been removed during flushing in the preparation phase. The procedure was completed using another device of the same model. There were no patient complications, and the patient was stable.